Event description:
A customer contacted beckman coulter inc., (bec) and reported that the coulter lh 750 hematology analyzer was found to be leaking a bloody fluid from the diff mixing assembly. The customer cleaned the area under the front of the instrument. The operator was wearing personal protective equipment (ppe) consisting of a lab coat, gloves, and eye protection. There was no exposure to the customer. There was no contact to mucous membranes or open wounds. The operator did not seek medical attention. The material safety data sheet (msds) was not reviewed. The lab's exposure control plan is in place. There was no impact to patient results. There was no death or injury to the operator as a result of this incident.

Manufacturer narrative:
Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. A field service engineer (fse) determined the source of the leak was at the diff mixing assembly and replaced the cut sample line tubing from the diff mixing assembly. Hardware is the root cause of this event. (B)(4).